Manufacturer narrative:
Gehc recommended to replace the central processing unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit went into a system malfunction during boot-up. There was no report of patient involvement.